Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number if available: not yet, if the lot number is fixed, we will let you know. Was there any deficiency or anomaly noted prior to using the drain? Unknown. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Details are unknown. Was a cut/slit on the drain confirmed? Unknown. How was the case completed? N/a.

Event description:
It was reported that the patient underwent an orthopedic surgical procedure on unknown date and a drain was implanted. After procedure, fluid leaked from the drain several centimeters from the connection with the reservoir at the hospital room. There was no adverse patient consequence reported.

Manufacturer narrative:
Received one used drain attached to its adapter. There are two cut holes on the drain 10 cm from the connection to adapter. The drain apparently was damaged during its use.